Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer¿s blood glucose level was unknown at the time of the incident. Customer mentioned that they received a failed battery test alert while checking alarm history. Instructed customer to check contacts on battery cap for damage. Contacts are not missing or damaged. The customer was assisted with troubleshooting. Customer received failed battery test. Advise to monitor the insulin pump. Advise we will ship a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. The insulin pump will not be returned for analysis.